Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. The device operated as intended. Preventative maintenance was performed. The log review did not note the occurrence of the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: an IV cytarabine infusion completed 153 minutes prior to the anticipated completion time. The administration time was approximately 11:04 am on (B)(6) and completed at 08:31 am on (B)(6). Cytarabine 165 milligrams (mg) in ns 0.9% 250 milliliters (ml). An internal review of the logs and medical record revealed the following findings.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.